Event description:
It was reported that in 2001 pt underwent bilateral knee replacement due to severe degenerative arthritis and had difficulty walking. Allegedly in 2003 pt reported to their physician that 4-5 days prior they heard a crack in the right knee and had pain. Allegedly x-ray taken of the right knee disclosed what appeared to be a metallic body probably related to a locking polyethylene screw.